Event description:
It was reported that following a paddle revision procedure the patients ipg was having difficulty connecting to magnet, remote control and clinician programmer. Swelling and tenderness were noted at the ipg site. The patient was given antibiotics but no sign of infection. The patient will undergo revision procedure.

Event description:
It was reported that following a paddle revision procedure the patients ipg was having difficulty connecting to magnet, remote control and clinician programmer. Swelling and tenderness were noted at the ipg site. The patient was given antibiotics but no sign of infection. The patient will undergo revision procedure. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.